Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had to go to the hospital for high blood glucose. Customer did not provide further details of the hospitalization. The customer also stated that they got insulin pump error. The customer was able to clear that alarm and able to rewind the insulin pump. The customer declined troubleshooting for high blood glucose. The insulin pump will be returned for analysis.